Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited loss of capture. X-ray imaging was performed and revealed a dislodgement of the rv lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing was normal. Visual and x-ray inspection of the lead did not find any anomalies.